Event description:
It was reported by the patient's daughter that following a coronary drug eluting stenting treatment procedure, patient complications occurred. The patient had an unspecified taxus express2 stent implanted. Target lesion location and lesion characteristics were not provided. The patient's daughter has reported that since the stent implantation procedure, the patient feels "worse since the surgery, can't get up and can't eat." No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4)